Event description:
It was reported the thunderbeat probe tip broke off and fell inside the patient during a therapeutic procedure. The user was able to retrieve the broken piece and the procedure was completed. No reports of patient harm. The procedural details and outcome of the procedure were requested but not available at the time of the report.